Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the device is available in a decontaminated condition for investigation. The intraoperative thread of the cup insertion instrument is broken. According to the available information, there were no negative consequences for the patient. The chippings were removed under 4 eyes principle. During x-ray and during the surgery, no further splinters were found in the patient. The first thread shows visible damages. The handle shows visible impacts from hammer blows. The available component has been examined visually and microscopically with the digital camera. The first thread at the working end at the shows visual damages. It seems as if a small part of the first thread cracked. There are no visible blowholes or foreign material inclusions at the small breaking surface. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. Based on the information available as well as a result of the investigation the root cause of the failure is most probably usage related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). It was reported that the metal splinters from the thread in the surgical area. The chippings were removed under 4 eyes principle. During x-ray during the surgery, no further splinters were found in the patient.